Event description:
Patient presented with shortness of breath and chest pain. Lad had moderate calcification with an 80% proximal irregularity in the lad noted. Angio graphic injection of the rca showed some diffuse 80% disease in the vessel. There was significant tortuosity, and it was not possible to do angioplasty. An endeavor sprint rx drug-eluting stent was implanted at the proximal lad at 14 atm. This reduced the 80% concentric stenosis down to 0% with excellent timi grade 3 flow and no side branch compromise. Patient was transferred to ccu in a stable condition. Approximately 2.5 months following index procedure, patient presented with symptoms of chest pain, unstable angina and acute coronary syndrome. The patient went emergently to the cardiac catheterization laboratory. Patients echo showed and ef about 30-35%, severe akinesia apex, distal septum and anterolateral wall, possibly ventricular thrombus of proximal lad noted. Associated clinical signs and symptoms were reported as angina and ischemic ECG changes. An angiography was performed, which showed thrombosis of a study stent. Patients EKG showed normal sinus rhythm with some q-wave morphology in the anterolateral leads, consistent with acute infarction (acute stemi). Investigator indicated that location of infarction was anterior and lateral, and that a target lesion was involved. Patient underwent successful thrombectomy as a result, and an endeavor sprint rx drug-eluting stent was implanted. Patient was started on aggressive medical therapy and did reasonably well, and continued to improve over the next several days. Patient was discharged in a stable condition.

Manufacturer narrative:
Evaluation results: thrombosis, mi, tvr. (Secondary intervention - revascularization).